Manufacturer narrative:
Device evaluated by manufacturer: the complaint devices were returned for evaluation. The acq pc and mdu5 plus was installed into a gold standard system and tested for functionality. The acq pc and mdu5 plus meet the specification of the ilab system functional feature test and mdu5 plus basic functional test. The acquisition pc and mdu 5 plus were able to automatically start-up, connect with the image pc, and boot to ilab application. Run sample files and burn-in overnight. No problem was observed during and post burn-in. For the acq pc, the malware scan has been completed for this product. No malware was detected on this product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-00359 and 2134265-2015-00502. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter to view left main stem coronary artery. During the procedure, the pullback counter was running but nothing happened. The console displayed "no sync signal ilab needs to reboot" and closed itself down. When it came back on, a message appeared in black and white, "thawtask eco calibration reboot system" and closed itself down again with the same message and action on coming back on. Moreover, the tram/pullback sled would not pullback. The pull back issue resulted in system overload/error messages. The physician then switched off the device and was left for about an hour, then switched back on and the console came on as normal. However, the procedure was not completed due to this event. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as: 2134265-2015-00359 and 2134265-2015-00502. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view left main stem coronary artery. During the procedure, the pullback counter was running but nothing happened. The console displayed ¿no sync signal ilab needs to reboot¿ and closed itself down. When it came back on, a message appeared in black and white, ¿thawtask eco calibration reboot system¿ and closed itself down again with the same message and action on coming back on. Moreover, the tram/pullback sled would not pullback. The pull back issue resulted in system overload/error messages. The physician then switched off the device and was left for about an hour, then switched back on and the console came on as normal. However, the procedure was not completed due to this event. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).